Event description:
The customer reported that erratic cardiac troponin (accutni) and/or creatine kinase-mb isoenzyme (ck-mb) results were generated on the access 2 immunoassay system for multiple patients across multiple days. This report represents the erratic accutni results generated for four patients on (B)(6) 2012. The erratic accutni results for three of the four patients were reported outside of the laboratory and while there was no report of death, serious injury or modification to patient treatment, the impact to the involved patients is currently unknown. The samples were collected in lithium heparin plastic tubes with gel separator, were centrifuged at room temperature prior to testing, and were tested within one hour to ninety minutes of collection. The samples were tested from primary tubes and were normal in appearance. Beckman coulter inc. Assessment of customer supplied instrument performance data indicated that instrument accutni quality control (qc) results prior to the event were within customer established specifications. System checks and calibrations performed prior to the event met specifications and possessed acceptable percent coefficients of variation. A system check performed on the day of the event failed to meet specifications due to washed and mean relative light units and percent coefficient variations. The accutni reagent and calibrator lots associated with this event were 121411 and 121451 respectively.

Manufacturer narrative:
Service was dispatched to the site. The field service engineer (fse) found mis-routed aspirate probe tubing. The fse replaced a broken nut band, dispense probes, aspirate probes, substrate probe, peri-pump tubing, wash pump home sensor, and wash pump timing belt. The fse also cleaned the wash pump valve and performed associated alignments. The fse then tested the instrument with acceptable results. Upon the completion of the necessary activities, the instrument was returned back into operation. Use error, due to incorrectly routed aspirate probe tubing, is a possible cause for this event, however has not confirmed. A definitive cause for this event is currently unknown. Mdrs associated with this event: 2122870-2012-01420, 2122870-2012-01421, 2122870-2012-01419.